Event description:
Pain and swollen cmc joint. Osteolysis beneath the screw heads seen on x-rays. Removal of implant in 2007.

Manufacturer narrative:
Investigation not possible due to the lack of lot number and product. However, according to the info received from the meeting with the dr and the x-ray pictures received, there is an osteolysis around the screws and that the cause of the osteolysis could be insufficient fixation of the screws and implant.